Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005: the patient was pre-operatively diagnosed with brown-sequard syndrome. Cervical stenosis. Cervical kyphosis and underwent the following procedures: c4 corpectomy. Cage placement. As per the op notes: ¿the cage was measured, placed in the c4 vertebral space without difficulty. It was hammered in. Once it was identified that the cage was significant and was able to fit appropriately, the autogragh bone was used with bmp to attach the cage. The plate was placed over the c4 body and secured to the c4 and c5 vertebral body with thick screws.¿ the patient tolerated the procedure well without any intraoperative complications.